Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not performing the air removal step. Tandem technical support educated the customer regarding cold insulin and the air removal step. Customer continued to use the existing cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.